Manufacturer narrative:
Block h6: patient code e172001 captures the reportable event of swelling of the stomach. Patient code e2330 captures the reportable event of pain. Patient code e1002 captures the reportable event of abdominal pain. Patient code e0206 captures the reportable event of no strength. Impact code f1202 captures the reportable event of difficulty walking, disability, and suffering. Impact code f1905 captures the reportable event of resection of the suburethral mesh. Impact code f2301 captures the reportable event of insertion of a new mesh.

Event description:
It was reported that after an advantage system implantation, the patient experienced urinary leakage, lower and right-side abdominal pain, leg and back pain, swelling of the stomach, felt like vomiting, and no strength. The patient has also been suffering, had difficulty walking, and disability.

Event description:
It was reported that after an advantage system implantation, the patient experienced urinary leakage, lower and right-side abdominal pain, leg and back pain, swelling of the stomach, felt like vomiting, and no strength. The patient has also been suffering, had difficulty walking, and disability.

Manufacturer narrative:
Correction to blocks h6 (patient codes), and h11. Block h6: patient code e2338 captures the reportable event of swelling of the stomach. Patient code e2330 captures the reportable event of pain. Patient code e1002 captures the reportable event of abdominal pain. Patient code e0206 captures the reportable event of no strength. Impact code f1202 captures the reportable event of difficulty walking, disability, and suffering. Impact code f1905 captures the reportable event of resection of the suburethral mesh. Impact code f2301 captures the reportable event of insertion of a new mesh.

Manufacturer narrative:
Correction to blocks b5, d6b, e2 (initial reporter address 2 and initial reporter city) and h11. Block h6: patient code e2338 captures the reportable event of swelling of the stomach. Patient code e2330 captures the reportable event of pain. Patient code e1002 captures the reportable event of abdominal pain. Patient code e0206 captures the reportable event of no strength. Impact code f1202 captures the reportable event of difficulty walking, disability, and suffering. Impact code f1905 captures the reportable event of resection of the suburethral mesh. Impact code f2301 captures the reportable event of insertion of a new mesh.

Event description:
The patient had stress urinary incontinence and significant scarring of the vulva since her last delivery. It was reported that an advantage system was implanted into the patient during a procedure. The patient experienced urinary leakage, lower and right-side abdominal pain, leg and back pain, swelling of the stomach, feeling like vomiting, and no strength. The patient had also been suffering, had difficulty walking, and disability. (B)(6) 2020, the patient reported severe discomfort related to bladder-sphincter dysfunction, including pain from a mesh implant and persistent urinary incontinence. During physical examination, vaginal cords with elective pain on palpation of the mesh, especially on the right, were noted. The mesh was surgically resected up to the point where it entered the obturator holes. On (B)(6) 2021, the patient was implanted with a second advantage mesh to treat her persistent urinary incontinence. The patient continues to experience symptoms, including leakage, though the intensity of pain in the lower abdomen, right side of the back, and legs has decreased. The patient is unable to perform regular daily activities due to difficulty walking, standing, and sitting for prolonged periods. Note: this report pertains to one of the two devices that were implanted on the same patient but in separate procedure. Refer to manufacturer report number 2124215-2024-78581 for the second advantage system device.